Event description:
The customer observed 4 occurrences of error code 1007 (unable to process test, activated read failure) for the architect troponin assay and once for the architect folate assay when reaction vessel lot 72252p100 was in use. The customer performed some troubleshooting procedures and determined the analyzer was performing acceptably. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Summary: it was reported through clinic notes dated (B)(6)2010 that a vns patient experienced an increase in seizures. System diagnostics performed at the office visit indicated the patient's vns was at eos as it read ok/ok/3/yes. Current interventions planned at the moment are to replace the patient's vns and increase medications. Moreover, another note dated (B)(6)2010 indicated the patient was experiencing an increase in seizures along with an increase in depressive symptoms. No suicidal ideations were noted and poor mood was read. System diagnostics at the office visit were ok/ok/2/no. Interventions taken were to increase medication levels. Follow-up with the treating epileptologist through a company representative indicated the reported increase in seizures in the notes of (B)(6) and (B)(6) were due to possible stress and non-adherence to the medications prescribed. Moreover, the increase in seizures was not above pre-vns baseline at either march or august. Furthermore, the epileptologist could not provide his medical judgment on the patient's depression as he indicated the patient's depression was not primarily treated/managed by their neurology department and the increase in seizures may be contributing to the increase in depression. Furthermore, the patient underwent generator replacement as scheduled. Good faith attempts to obtain the explanted generator returned to the manufacturer have been unsuccessful to date.